Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to a ruptured deltoid with a syndesmotic failure.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.